Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).

Event description:
The customer reports that the peripherally inserted central catheter (PICC) line dressing was being changed and the nurse noted a drop of fluid where the catheter line meets the flange. The nurse then observed more leaking at this site. The catheter was removed.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reports that the peripherally inserted central catheter (PICC) line dressing was being changed and the nurse noted a drop of fluid where the catheter line meets the flange. The nurse then observed more leaking at this site. The catheter was removed.¿ the lot number identified was invalid. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.